Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump monitored for several hours and no button error alarm noted. Also received with cracked case at the display window corner.

Event description:
It was reported that the customer was hospitalized after getting a button error alarm. It was stated that the customer got the alarm during the night, and the customer removed the battery without taking further action, which led to the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.